Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding a system error 2267 (air in tubing) which occurred on the homechoice (hc) during dwell. The patient was connected at the time of the alarm. The patient line had been properly primed and there were no patient extensions in use. The patient had not disconnected prior. All of the bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. The registered nurse (rn) power cycled the hc, and it then alarmed system error 2367. The baxter technical services representative advised the nurse to have the patient complete therapy manually or use new disposables. The hc was operational. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.